Manufacturer narrative:
The service engineer was changing the pneumatic back-plain printed-circuit board (pcb). The pcb was then returned for investigation. The pneumatic back-plain pcb was installed in a reference ventilator and, the reported failures could be confirmed. Visual and microscopic inspection showed an excessive oxidation in the soldering points on the pcb. The inspection also showed indications that there had been a spillage on the pcb and there has been an attempt to clean away the spill. Our conclusion into this matter is, that the cause for the reported event was a result of the spillage of liquid on the pc board, which led to the oxidation on the soldering points and the failure of the pre-use checks tests. The device logs confirmed the failures during the pre-use checks dating back to (B)(6) 2016. The date of event has been updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed pressure transducer, flow transducer, and patient circuit sub-tests during the pre-use checks test. There was no patient involvement reported. (B)(4).